Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had error on the screen and offline in remote support service (rss). However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station operating system appeared corrupted, and the system required a data synchronization. A field service engineer (fse) re-imaged the station with pas 1.74 and necessary software was reinstalled due to a full c drive causing system instability. Post-repair testing confirmed the station was functioning successfully, data synchronization was accessible through remote support service (rss), and the customer was able to proceed with inventorying medications. The system functioned as intended after the field service engineer repaired the device.